Event description:
A malfunction alarm identified as malf 9 was reported, attributed to a momentary motor skip typically caused by a high-force impact such as dropping the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guided the caller through resetting the device. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump as normal. The customer was advised to contact support again if the issue reappeared, and they acknowledged the instructions given.